Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with lightheadedness, right sided tingling, bulging and redness at the ICD pocket site. The patient's inr at the time was 2.8. The anticoagulation was reversed with k-centra after a CT scan of the head showed a hemorrhagic stroke. CT results on (B)(6) 2017: there is a well-defined intraparenchymal hemorrhage in the right parieto-occipital lobe with no significant enhancement. Associated vasogenic edema. Finding likely represents an intraparenchymal lobar hematoma. There is subarachnoid hemorrhage along the left sylvian fissure. Patent anterior and posterior circulations of the brain, without aneurysm. No apparent vascular malformation in the region of the hematoma. Patent carotid and vertebral arteries of the neck. Results on (B)(6) 2018: overall findings concerning for increased global mass effect, there is increased left to right midline shift (8mm, previously 4mm) and increased effacement of the basal cisterns. Patient had a ventriculostomy performed on (B)(6) 2018. The patient continued to deteriorate post procedure. Care was withdrawn on (B)(6) 2018 and the patient expired on (B)(6) 2018. No further information was provided.